Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment. Analysis of device data log shows system was functioning normally through nearly the end of treatment on the second side when the disposable tip became clogged, indicating too much lubricant. If too much lubricant is used, there is a remote possibility the cooling mechanism of the device would cool the lubricant and not the skin, resulting in a superficial skin burn (superficial second degree or lower). Burns are identified as a potential rare risk in device labeling.

Event description:
Two weeks post miradry treatment, patient sent photos to treating clinic showing signs of burns on both axilla. Patient was given a topical antibiotic. Approximately 7 weeks post treatment, wound reportedly looked better but still visible. Analysis of device data log shows system was functioning normally through nearly the end of treatment on the second side. The disposable tip clogged, indicating too much lubricant.